Event description:
It was reported that the catheter fell off from the catheter connector (stem) immediately after the catheter was attached to the catheter connector (stem) and connected with the locking sleeve. There was no reported patient injury.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.